Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: event description: it was reported that the balloon of a bakri tamponade balloon catheter ruptured when treating postpartum hemorrhage secondary to uterine atony. The patient had a vaginal delivery and experienced postpartum hemorrhage exceeding 500 ml of blood loss, thus prompting the nurse to immediately insert the bakri balloon. After five hours of placement, clear fluid began leaking from the vagina of the patient, rapidly soaking the sanitary pad. Upon notification of the physician, the gauze was removed and the balloon spontaneously expelled from the vagina. The balloon was examined and was noted to be torn and damaged. The patient's total blood loss was 580 ml, and no blood transfusion was required. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One bakri tamponade balloon catheter was returned for evaluation. Visual exam notes the balloon material has split and separated. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history record for the reported complaint device lot showed no discrepancies related to the reported failure mode. A review of complaint history records shows one other complaint for balloon leaking associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices, it is unlikely that these events are an indication of an issue within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the event could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of a bakri tamponade balloon catheter ruptured when treating postpartum hemorrhage secondary to uterine atony. The patient had a vaginal delivery and experienced postpartum hemorrhage exceeding 500 ml of blood loss, thus prompting the nurse to immediately insert the bakri balloon. After five hours of placement, clear fluid began leaking from the vagina of the patient, rapidly soaking the sanitary pad. Upon notification of the physician, the gauze was removed and the balloon spontaneously expelled from the vagina. The balloon was examined and was noted to be torn and damaged. The patient's total blood loss was 580 ml, and no blood transfusion was required. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.